Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass. Unable to perform displacement test due to lcd damage. Insulin pump had a cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the customer had a crack on the insulin pump. Customer's blood glucose level was 180 mg/dl. Customer stated that the screen was cracked and some numbers can't be seen. The pump may have gotten bumped. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.